Manufacturer narrative:
Section d4: serial number was requested but was not provided. Section e1, reporter address line 1:(B)(6). Manufacturer's investigation conclusion: the reported event of a no external power event active on (B)(6) 2023 was confirmed via analysis of the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 7 days ((B)(6) 2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2023 from 7:25:47 to 7:50:35. During this time, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarm when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit at 7:50:35. Pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on the ac power cord, if the ac power cord became loose at the wall or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if the mpu was exchanged/will be returning for evaluation; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a series of no external power events occurred on 08feb2023 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.